Manufacturer narrative:
Additional narrative: a manufacturing evaluation was performed. The investigation of the complaint articles has shown that: the investigation has shown that the tip of the front cutter is broken off as complained. The review of the production history revealed that this instrument was manufactured in november 2012 according to the specifications. The surface where the breakage occurred is homogenous which indicates material conformity. We can only suppose though that the positioning of the cerclage wire was not accordingly and may have resulted in the breakage of the corner part. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cable cutter fractured the top of the pliers. The reporter did not report any adverse events with this device. This is report 1 of 1 for (B)(4).